Event description:
It was reported that the patient's stimulator was implanted in early 1994 and stopped working in 1998 or 1999. The patient reportedly thought that she tore the "leads out of place." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).